Manufacturer narrative:
The device was returned for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate confirmed that the speaker had no sound. The speaker was replaced, and the device was operational after repairs were completed. The device was returned to the customer. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that there was an error and a speaker malfunction.. The device was not in use on a patient at the time of the event. There was no adverse event reported.